Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with heparin injection (1000 iu, intraperitoneal, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing), amikacin injection (100mg, intraperitoneal, once daily, ongoing) and fluconazole tab (150mg, oral, every alternate day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.